Event description:
Customer reported incident and injury via email. Alarm did not properly sound, patient experienced worsening fracture as a result. Additional details sent to product complaints inbox, no gtin number provided.

Manufacturer narrative:
The device was returned and evaluated by posey products; at which time, it was found to be functioning according to manufacturing specifications. Even if cosmetic damages are noted, the evidence supports that a device malfunction did not occur as the device performed as expected, or the evaluation was unable to confirm any malfunction with the device. The visual findings revealed missing low battery led cover, rattling sound can be heard when the device was shaken, the speaker grill window is broken, sensor pins inside sensor 2 receptacle are bent but still works fine, and the unit is marked on (B)(6) hospital. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).